Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown biomaterial - cement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown spine surgery (l5 left) on (B)(6) 2023. A removal surgery was performed on (B)(6) 2024, and in the surgery it was confirmed that the screw was broken off near the screw neck. The diameter is 6.0-40 mm, and it has already been injected with 1 cc of the cement in question. Since the tip cannot be removed without cutting a large amount of bone, there is no fear of metallosis, so it was left in the body as it was. The surgery was completed successfully with no surgical delay. This report involves one unk - biomaterial - cement: spine. This report is related to (B)(4), which reports the involved screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. There is no allegation against the cement. The reported event is the screw breaking upon removal. It is reported that the screw with the cement was surgically removed for no reported allegations or reason. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is no allegation against the cement. The reported event is the screw breaking upon removal. It is reported that the screw with the cement was surgically removed for no reported allegations or reason.